Manufacturer narrative:
Age at time of event 18 years or older. Evaluated by MFR: the device was received for analysis. The device was received with the imaging window assembly was broken off from the edge of the black sheath. Visual inspection of the device revealed that the broken imaging window assembly did not appear brittle. Additionally, no stretching was observed along the length of the imaging window and black sheath assemblies. There was no damage observed on the distal tip or guide wire exit port assembly. Visual inspection also indicated some stretching at the fracture location. The break is considered ductile. No other issues or defects were observed during visual or functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure a catheter break occurred. The atlantis sr pro 2 coronary imaging catheter was removed from the protective hoop and the sheath of the device was found to be broken. The distal portion of the catheter remained in the protective hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.